Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this pacemaker device exhibited over-sensed noise, pacing inhibition and loss of capture. A technical service (ts) consultant reviewed engineering analysis of the device data, and believes the right ventricular lead (rv) dislodged, and suspects it to be in the atrium. The (ts) consultant provided recommendations of additional testing, lead integrity testing, pocket manipulation, and x-ray imaging. Attempts to retain the manufacturer and model / serial of the rv lead have been unsuccessful at this time. The device remains implanted. No adverse patient effects were reported.